Event description:
It was reported that the vdd lead exhibited undersensing in the right atria, which resulted in not having atrial ventricular synchrony. The atrial portion of the vdd lead was capped and a new atrial lead was implanted on (B)(6) 2017. No patient symptoms were reported.